Event description:
Customer reported the startup process failed for the white blood cell (wbc), red blood cell (rbc), and platelet parameters when using the coulter lh 500 hematology analyzer in their laboratory. The customer took the analyzer out of service. Patient samples were not processed. A beckman coulter field service engineer was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found bubbles in the red blood cell (rbc) diluent dispenser. The fse replaced the rbc diluent dispenser resolving the background issues. (B)(4).